Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify battery out limit due to blank display. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 157 mg/dl. Customer's husband used a duracell battery and received a blank display while conducting a battery out limit test. Customer declined further troubleshooting and wanted a replacement pump. Customer stated that she has used energizer batteries and the battery life was only lasting 2-3 days. Customer was advised to revert to a back-up plan and to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.